Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 2007 inratio 4.8 lab 9.0.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Date: 2007 inratio 4.8 lab 9.0 mean 6.9 confidence limits cannot be determined. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. The mean was >5.0 and the difference between inr's was > 2.2. The comparison was considered inaccurate. Per text" intervention was done, but method unknown to the caller.' This is adverse event case. Products will be tested when returned.